Manufacturer narrative:
Philips service replaced the hard disk and restored the system backup. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the equipment failed to complete the boot sequence; the screen remained blank on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.